Manufacturer narrative:
Other (ecchymosis) - the customer reported the device was discarded. The lot number was not identified, therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: access site oozing. Time of symptoms/ae: after the procedure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after the procedure, a small amount of sanguineous drainage developed. After the site was injected with epinephrine and lidocaine, a chitoseal was applied to control the drainage. Later, a moderate amount of dark red drainage developed, which was treated with 10 minutes of manual pressure and a butterfly dressing. Additionally, two 10lb sandbags were applied to the groin at two different periods to control the oozing. Ecchymosis was noted the site. There were no reported adverse pt effects. Though requested, no additional info was provided.